Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer was calling from the hospital as customer had just had an operation. It was not reported whether the customer's hospitalization was diabetes related. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 134 mg/dl. Customer also reported that the insulin pump experienced an unexpected restart alarm. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with button error alarms and had unresponsive buttons due to corroded keypad traces. Unable to perform any test or verify unexpected restart alarms due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.